Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report intermittent out of range signal on (B)(6) 2015. Patient inserted sensor into other location, which is not an approved site. The patient's mother did not report any injury or medical intervention.